Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Patient code e050303 is being used to capture the reportable event of pulmonary embolism.

Event description:
It was reported that a spaceoar vue was implanted during a placement procedure. Additionally, fiducial markers were placed. The procedure was completed without any observed complications. The patient, initially asymptomatic while on bactrim, subsequently developed a delayed allergic reaction to the medication. This reaction resulted in a severe inflammatory response, with hepatitis and joint pain, necessitating hospitalization. A planned computerized tomography (CT) scan revealed that the spaceoar hydrogel was not in its usual position, only partially surrounding the prostate. A portion of the spaceoar vue appeared to have migrated superiorly into a pelvic vein but did not reach the internal iliac, no hydrogel was detected in that region. Significant inflammation was noted throughout the abdomen and pelvis on the diagnostic CT. The second follow-up scan showed reduced inflammation, and the patient reported feeling well without symptoms. However, incidental subsegmental emboli were found in a lung segment. CT imaging for pulmonary embolism identified a segmental pulmonary embolism (pe) on the right and a subsegmental pe on the left, although the patient remained asymptomatic. Treatment with lovenox was initiated in the emergency department, followed by discharge to home care. Upon examination, the physician expected to find a clot density in the lung similar to the radio-opaque spaceoar vue. Yet, the clot presented as a conventional thrombus, without the distinctive features of spaceoar vue. A non-contrast chest CT is planned to compare densities. It is unclear if the embolism is related to spaceoar vue but or the extensive inflammatory allergic reaction to bactrim.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Patient code e050303 is being used to capture the reportable event of pulmonary embolism.

Event description:
It was reported that a spaceoar vue was implanted during a placement procedure. Additionally, fiducial markers were placed. The procedure was completed without any observed complications. The patient, initially asymptomatic while on bactrim, subsequently developed a delayed allergic reaction to the medication. This reaction resulted in a severe inflammatory response, with hepatitis and joint pain, necessitating hospitalization. A planned computerized tomography (CT) scan revealed that the spaceoar hydrogel was not in its usual position, only partially surrounding the prostate. A portion of the spaceoar vue appeared to have migrated superiorly into a pelvic vein but did not reach the internal iliac, no hydrogel was detected in that region. Significant inflammation was noted throughout the abdomen and pelvis on the diagnostic CT. The second follow-up scan showed reduced inflammation, and the patient reported feeling well without symptoms. However, incidental subsegmental emboli were found in a lung segment. CT imaging for pulmonary embolism identified a segmental pulmonary embolism (pe) on the right and a subsegmental pe on the left, although the patient remained asymptomatic. Treatment with lovenox was initiated in the emergency department, followed by discharge to home care. Upon examination, the physician expected to find a clot density in the lung similar to the radio-opaque spaceoar vue. Yet, the clot presented as a conventional thrombus, without the distinctive features of spaceoar vue. A non-contrast chest CT is planned to compare densities. It is unclear if the embolism is related to spaceoar vue but or the extensive inflammatory allergic reaction to bactrim.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Patient code e050303 is being used to capture the reportable event of pulmonary embolism. Block h11: correction to h6 device codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted

Event description:
It was reported that a spaceoar vue was implanted during a placement procedure. Additionally, fiducial markers were placed. The procedure was completed without any observed complications. The patient, initially asymptomatic while on bactrim, subsequently developed a delayed allergic reaction to the medication. This reaction resulted in a severe inflammatory response, with hepatitis and joint pain, necessitating hospitalization. A planned computerized tomography (CT) scan revealed that the spaceoar hydrogel was not in its usual position, only partially surrounding the prostate. A portion of the spaceoar vue appeared to have migrated superiorly into a pelvic vein but did not reach the internal iliac, no hydrogel was detected in that region. Significant inflammation was noted throughout the abdomen and pelvis on the diagnostic CT. The second follow-up scan showed reduced inflammation, and the patient reported feeling well without symptoms. However, incidental subsegmental emboli were found in a lung segment. CT imaging for pulmonary embolism identified a segmental pulmonary embolism (pe) on the right and a subsegmental pe on the left, although the patient remained asymptomatic. Treatment with lovenox was initiated in the emergency department, followed by discharge to home care. Upon examination, the physician expected to find a clot density in the lung similar to the radio-opaque spaceoar vue. Yet, the clot presented as a conventional thrombus, without the distinctive features of spaceoar vue. A non-contrast chest CT is planned to compare densities. It is unclear if the embolism is related to spaceoar vue but or the extensive inflammatory allergic reaction to bactrim.